Event description:
A complaint of high readings was received on a customer's freestyle flash blood glucose meter. The customer obtained a reading of 125 mg/dl compared to laboratory comparsion reading of 75 mg/dl. The tests were performed within a 10 minute timeframe. When plotting the readings against each ohter on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.